Event description:
This is a report of a peritoneal dialysis (pd) home patient (hp) who was hospitalized on an unreported date for possible sepsis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.